Manufacturer narrative:
Additional information: a2, a3, d10, h6, h10. Information was received on 5-sep-2019 indicating patient information. Device evaluation completion date: 01/09/2020. Device evaluation: one smiths medical cadd legacy pump was returned for analysis. During analysis, the customer's stated problem could not be confirmed. The pump was serviced, and it passed all tests, and flow test was within specifications. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that the patient reported that while using the smiths cadd-legacy 1 pump, infusion was completed 10 hours late. There was no reported injury to the patient.